Event description:
There was an allegation of questionable glucose hk gen.3, sodium, chloride, and potassium electrode results from the cobas 6000 c501 module for one patient. The initial glucose result was 8 mg/dl, and the repeat result was 85 mg/dl. The initial sodium result was 125 mmol/l. The initial chloride result was 95 mmol/l. The initial potassium result was 3 mmol/l. The initial results were deemed very low, prompting a rerun. The repeat results were in the normal range. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number and expiration date were not provided. The sodium, chloride, and potassium electrode serial numbers and expiration dates were not provided. A field service engineer (fse) determined that there was a defective sample probe. The fse exchanged the sample probe and made adjustments. The system was verified to be performing within specifications. The investigation determined that the defective sample probe was the cause of the event. The investigation determined that the service action resolved the issue.